Manufacturer narrative:
Attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
The customer reported the device has no sound. No patient impact or consequences were reported.

Event description:
The customer reported the device has no sound. No patient impact or consequences were reported.

Manufacturer narrative:
Additional manufacuring narrative: other, other text: the returned device was evaluated. "Audio speaker fault" message appears after power on. Internal inspection results found component u13 on instrument board did not have an output signal while the input voltage is within specification, resulting in the "audio speaker fault" message appearing. The device is not functional while this error is present. A service history record review reveals that this unit was in the field for over one (1) year with no previous reported issues related to this reported event.